Manufacturer narrative:
The pt expired and it is unk whether an autopsy or device explant will occur. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that she received a call informing her that the pt was found dead in his home. The pt was connected to the power module and the pump was still on. The pt's wife was on vacation at the time and family/friends stopped by to check on the pt, and he wasn't answering the door. State police were called to the scene and found the pt expired in his home.